Event description:
I underwent robotic prostate surgery at (B)(6) with (B)(6) (now at (B)(6)) on (B)(6) 2010. Operating notes showed perfect results. I later discovered using outside urologist, that my urinary sphincter had been cut from 2 to 8 o'clock, and was an obvious defect without any hope of recovery. I supplied (B)(6) with the findings and the urologist report, which he rudely disregards and failed to acknowledge any responsibility or accountability. I asked how this op notes showed no trace of any issues, to which he made deflective statements. His actions reflect that of guilt and covering up adverse events. I approached the hosp with the same results as they pointed out that the operating notes showed no issues. I am proof that there were adverse results, being described as universally incontinent and impotent due to robotic surgery. (B)(6) has chosen to cover up the negative outcome.